Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed motor error during priming process. The customer stated that the day prior to the phone call the device alarmed no delivery. The customer removed, refilled, and reinserted that reservoir and that's when the motor error alarm sounded. The customer's blood glucose was 277 mg/dl. The customer does not use the sensor feature. They were able to rewind the device. The discontinuation of the insulin pump was advised. Nothing further was reported.